Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a robotic left nephrectomy, surgeon attempted to fire the stapler and said the jaws would not stay together. The tissue felt very normal (not too thick). There were adhesions and bleeding throughout the case and a significant amount of adipose tissue around the kidney. Four reloads were fired with no issues. The last reload fired seemed to cut but not staple. The doctor made the call to open the patient to sew up the left hilum area. They could not tell exactly where the bleeding was coming from and to be safe they reinforced all stapled areas with suture. The bleeding was controlled and the patient was stable when they closed. There was no unanticipated tissue loss. There was unanticipated blood loss of 500ccs or more. Surgical time was delayed by more than 30 minutes due to the product problem as they had to open the patient. The current patient status is stable.